Manufacturer narrative:
As reported, the physician could not depress the deployment button of a 6f exoseal vascular closure device (vcd). Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used in a superficial femoral artery (sfa) procedure. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The visual indicator window changed to black-black. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " deployment lever (button) frozen/locked" could not be confirmed. Procedural, handling, and/or anatomical factors could have contributed to the reported issuethe instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.no preventative or corrective actions will be taken at this time.

Event description:
As reported, the physician could not depress the deployment button of a 6f exoseal vascular closure device (vcd). Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used in a superficial femoral artery (sfa) procedure. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The visual indicator window changed to black-black. The device will not be returned for evaluation because the device as discarded.